Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the emergency room (ER) due to syncope and chest pain. The health care professional (hcp) reported that the patient had about 12 seconds of no pacing. It was suspected cause of the pacing inhibition to be due to oversensing. The hcp contacted technical services (ts) for a consult review of the presenting electrogram (egm). Upon review, the egm showed there to be left ventricular (lv) pacing. Ts discussed with the hcp stating that the device would not record any episodes of pacing inhibition if there was lv pacing was present. Ts advised the hcp to consult with cardiology for further evaluation. At this time, the crt-d remains in service. No adverse patient effects were reported.